Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. The instrument passed the engagement and recognition successfully when tested on an in-house system. A clip cannot be properly loaded into the clip groove of the grip tips. The grips were not found to have cracking damage but were unable to properly apply the clip during the clip test. The instrument tip was severely bent on one side causing a 0.32mm offset at the tips. The instrument failed the clip test due to misapplication of the clip. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier had misaligned jaws. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.